Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump was warm to the touch despite being in room-temperature conditions. The customer experienced an elevated blood glucose (bg) level of 527 mg/dl. In addition, the customer experienced chest pain, nausea, vomiting, dry mouth, frequent urination, abdominal pain and fatigue. Bg was addressed via manual insulin injection. Reportedly, the pump was charging during the event. Customer reverted to an alternate tandem insulin pump for insulin therapy